Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error on (B)(6) 2015 during basal. Customer blood glucose was unknown. The device was not dropped, damaged, or exposed to an MRI. Customer's mother was advised the device needed to be replaced and she agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.